Manufacturer narrative:
B3= olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed oxidation on the charged-coupled device (ccd) window of the charged-coupled device (ccd) sensor, which was most likely attributed to a component failure associated with stress-related degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited oxidation on the charged-coupled device (ccd) window of the charged-coupled device (ccd) sensor. There were no reports of patient involvement.